Manufacturer narrative:
Device was not returned for evaluation by manufacturing.

Event description:
K-wire was inserted into vertebral bone. Screw was placed overk-wire, k-wire was screwed into the space and the tip of the k-wire broke off. K-wire broke off in the spinal cord area. Dr. Retrieved. This k-wire is not available for evaluation.